Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.